Event description:
A hospital in (B)(6), reported via a distributor that an rt266 infant dual-heated evaqua2 breathing circuit came apart at the swivel wye, and when hospital staff connected the circuit, it started leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). The complaint breathing circuit was not returned to fisher & paykel healthcare in (B)(4) for evaluation despite several requests for its return. Our investigation is based on our knowledge of the product and the information provided by the hospital. It was reported that the two parts of the rt266 swivel, the elbow and wye, came apart, and when hospital staff connected the circuit, it started leaking. This was found during the leak test and pre-use checks before patient use. A lot check revealed one other complaint of this nature for lot 150203. Results: without the return of the complaint devices we are unable to determine what may have caused the reported event. Conclusion: all rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The customer has confirmed that the subject breathing circuits were in use before the reported disconnection occurred, which suggests that the connection came loose, possibly during patient care. The reported leaking could be due to the connections not being tightened properly following disconnections. The user instructions that accompany the rt266 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. Hospital staff correctly checked the breathing circuits before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6), reported via a distributor that an rt266 infant dual-heated evaqua2 breathing circuit came apart at the swivel wye, and when hospital staff connected the circuit, it started leaking. This was found prior to patient use.